Event description:
It was reported that the patient¿s device was not working and she was still in pain most of the time. The patient was taking pain medication, but it did not take away all of the pain, and the patient was not sure if there was something wrong with her equipment. It was noted that it does work a little bit for the patient, but it was taking 5-6 hours to charge when it used to take approximately 2 hours. The patient got coupling bars and noticed this started happening a couple years or a year ago. It was indicated that the patient had never had her device checked. The patient was directed to contact her doctor.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).